Event description:
When attempting to deploy the cor-knot on a valve suture, the cor-knot did not deploy from the device and only cut the suture. The malfunctioning pieces were removed from the field.